Manufacturer narrative:
The manufacturer's investigation is still under progress.

Event description:
On (B)(6) 2025, a patient with a suspected retrocaval ureter successfully underwent a sure procedure for a 15 mm lower pole stone. The anatomy required substantial device deflection to access the kidney. The physician noted lower than expected distension in the urinary tract. At completion, resistance was noted during device withdrawal, and the device was removed together with the ureteral access sheath. Visual inspection revealed a tear of the outer jacket at the distal end of the device. There were no reported clinical consequences.the tear may have occurred due to excessive manipulation forces and mechanical strain due to the patient anatomy causing the resistance during device withdrawal. The product was discarded and is unavailable for evaluation. Calyxo is reporting this event due to abundance of caution.

Manufacturer narrative:
Product analysis could not be undertaken as the device was not returned for investigation. The lot history review (lhr) for lot # 84881870 was conducted, which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo is reporting this event out of an abundance of caution.